Event description:
Nurse attempting to give the patient a heparin injection. The needle and syringe came apart and some of the heparin went onto the nurse. Unknown how much of the dose patient received. No needle stick happened. Device was discarded, not available.